Manufacturer narrative:
The initial reporter also notified the FDA on 9 september, 2019. Medwatch report # mw5089257. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter did not retract. This was discovered during use. The following information was provided by the initial reporter: material no.: 381444 batch no.: 9115778. It was reported that the needle did not retract after the button was depressed. IV inserted by ed staff member. Needle did not retract after button pushed. FDA safety report ID# (B)(4).

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter did not retract. This was discovered during use. The following information was provided by the initial reporter: material no.: 381444 batch no.: 9115778. It was reported that the needle did not retract after the button was depressed. IV inserted by ed staff member. Needle did not retract after button pushed. FDA safety report ID# (B)(4).